Event description:
It was reported an infection occurred one month after implant. The ICD and leads were removed and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.